Event description:
It was reported that the customer experienced a blood glucose (bg) level of 342 mg/dl and a high ketone level. The cause of elevated bg was unknown. The day prior to hospitalization. The customer noticed their bg level going up and a cartridge and infusion set change was made but the customer's bg continued increasing. An ambulance was called, and the customer was subsequently hospitalized. Bg was treated with a bolus via the pump and intravenous fluids of insulin and saline. The pump supplies were checked, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use. The treatment resolved the issues; however, no release date was provided. No additional information was provided,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.